Event description:
The customer reported to olympus that the gastrointestinal videoscope had a foreign object in the nozzle. The issue was found during preparation for use of a screening test procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reportable phenomenon identified in b5, due to wear on the angle wire, bending the wire in the up direction did not meet specifications. Additional information obtained identifies the customer cleaned, disinfected, and sterilized the devices before sending it back to olympus. There was no delay to precleaning. The air/water nozzle was flushed with air and water and detergent solution. Though, the air/water nozzle was not wiped/brushed with clean lint-free cloth, brush or sponge. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was identified as organic silicone and cellulose. There was no damage to the area where the foreign material was detected. The foreign material may have remained in the nozzle since the reprocessing performed was deviated from the instruction manual. However, specific root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.